Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator stopped the ventilation with no alarms. There was no harm to the patient. (B)(4).